Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was currently admitted for a possible stroke, and they wanted to know about restrictions regarding compatibility, including MRI, for the deep brain stimulation system. It was stated that patient had an EKG a while ago and the only way they could get that to work was to turn the stimulator off. The health care professional (hcp) called for MRI guidelines and stated that the MRI was not related to the devices. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that probably the stroke was not caused by or related to the device/therapy, however they could not confirm the reason for the stroke.